Event description:
IV pump signaling occlusion. Tpn/lipids infusing via purple port of PICC line. Md attempted to flush the line but was unsuccessful due to resistance. Caps were changed and the md attempted to flush again but was still not successful.